Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that after three inflations of the balloon at 16 atm, the balloon ruptured. Reportedly, there was no pt injury. No additional event or pt info is available.